Manufacturer narrative:
Additional information requested from the user facility determined that there was no damage noted to the packaging and the dispenser hoop was flushed with saline.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was returned in two pieces, and was noted to have a fracture approximately 72cm from the proximal end. Scanning electron microscopy of the fractured surfaces determined the both proximal and distal sides of the hypotube showed evidence of elongated dimple ruptures. The fractured area of the corewire also exhibited dimple ruptures and smeared material from rubbing specially on the distal side. These anomalies were all determined to be due to torsional overload. No material anomalies were found. Based on the information provided and the investigation it was concluded that the handling of the device during preparation was the cause of the device fracture.

Event description:
The guidewire broke into two pieces as it was removed from the packaging. The was no patient involvement.

Event description:
The guidewire broke into two pieces as it was removed from the packaging. The was no patient involvement.